Event description:
The implantable neurostimulator (ins) had been turned off since 2005 because it was not working for the pt. About a month ago, the pt fell down 13 stairs. Four days ago, while sitting, the pt's device came on and since then it came on periodically. The pt was able to turn it down to 0 volts and off with the pt programmer; however, when it came back on, it was on "high". The pt experienced an overstimulation/shocking/jolting sensation while the stimulation was on that made his legs shake. It also felt like something was "poking out" in his abdomen (right) where the device was implanted. Follow-up with the pt's physician was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).